Manufacturer narrative:
Evaluation conclusion codes was already updated.

Event description:
It was reported that the physician stripped the insulation off of the left ventricular (lv) lead when trying to put the lv lead in the wrong port after being told it was the incorrect port. It was indicated that the lv lead was damaged. Subsequently, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the physician stripped the insulation off of the left ventricular (lv) lead when trying to put the lv lead in the wrong port after being told it was the incorrect port. It was indicated that the lv lead was damaged. Subsequently, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.